Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. Field data was reviewed regarding reactive rates for the likely cause lot. The rates were within package insert specifications. Based on the available information, no product deficiency was identified.

Event description:
The customer observed false reactive prism (B)(6) confirmatory results for 1 sample. The sample tested negative with nat testing. No impact to patient management was reported. The following data was provided: (B)(6) 2020, sid (B)(6), (B)(6) results = 6.97, 6.80, 6.91 s/co (reactive). (B)(6) results = 0.04, 0.04, 0.04 s/co (reactive). (B)(6) confirmatory: confirmed positive.